Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
This is an international report of kinked tubing. The home patient (hp) tried several times to connect the set, but he did not succeed. There were kinks in the tubing to the supply bag about 5 cm from the connection. There was no patient involvement and no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). One homechoice 8-prong apd set was received. It had been loaded into the machine but not used on the patient. A visual inspection was performed and there were small kinks for the folding of the set in the package. The set was run on homechoice machine with a full therapy performed and the therapy flowed through the tubings with no issues. This complaint was confirmed for the tiny kinks but they did not cause an issue with the therapy. A batch review was performed finding that no exception/non-conformance reports were documented for this lot in association with this event. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up will be sent if any additional information is obtained.